Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5064115) in united states on 25-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent birth control. Consumer reported that she had essure placed in 2013, initially no complications, however since the procedure she has experienced chronic llq abdominal pain, irregular bleeding, and spotting requiring control pills along with passing large clots. She was scheduled for a hysterectomy later on that year to have essure removed. Follow-up received on 12-sep-2016: information received from consumer states that she had her essure inserted back in 2013. Last week ((B)(6) 2016) she had a hysterectomy and both essure coils were removed. She does not have any of the symptoms anymore. She does not know if she has the card and the lot number. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic llq abdominal pain and irregular bleeding along with passing large clots (seen as genital bleeding). She underwent a hysterectomy and both coils were removed, approximately 3 years after insertion. The events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur with essure therapy. Since the events occurred after essure insertion and in the lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Additionally, non-serious event was reported. A product technical analysis is being sought.

Manufacturer narrative:
Follow-up received on 21-sep-2016 quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic llq abdominal pain and irregular bleeding along with passing large clots (seen as genital bleeding). She underwent a hysterectomy and both coils were removed, approximately 3 years after insertion. The events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur with essure therapy. Since the events occurred after essure insertion and in the lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Additionally, non-serious event was reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.